Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Litigation alleges that the patient suffered discomfort and pain. Doi: (B)(6) 2007, dor: none reported; (left hip). Patient is a resident of ok. Update: 11/19/2012 plaintiff fact sheet received with part/lot information. No new information was received that would change the investigational results. Doi: (B)(6) 2008.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address pain due to failed left hip arthroplasty. X-ray shows aseptic loosening of the cup with superior bone loss. Revision notes reported copious amount of fluid came out from hip joint. All scar was thoroughly debrided around the cup. Trunnion has a small amount of metal wear, fluid and surrounding tissue showed evidence of metallosis. The cup was grossly loose and there was significant bone loss. There were no lab results provided. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.